Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service tech found the pump to have a power cord that has exposed copper.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿ pump has a damaged lcd¿. The unit was triaged and the reported issue was confirmed and it was found that the power cord that has exposed copper.. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.